Manufacturer narrative:
The customer's device was not returned to stryker for the evaluation. The customer received a replacement device. A cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts when device lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined.

Event description:
A customer contacted stryker to report that their device would not provide audio voice prompts when device lid is opened. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient which could delay therapy. There was no report of patient use associated with the reported event.